Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing related to changes in signal amplitudes resulting in storage of an untreated episode. Two weeks later, the s-ICD and this electrode delivered an inappropriate shock due to oversensing of noise. The patient reported that they were digging holes during the untreated episode and were using power tools at the time of the shock therapy episode. Technical services (ts) discussed the potential of electromagnetic interference (emi) due to the power tools potentially being in close proximity to the device and discussed troubleshooting and programming options. The primary sensing vector was then reprogrammed from primary to secondary and continued monitoring was planned. One week later, an additional inappropriate shock was delivered due to double counting of the qrs and t-waves. Ts reviewed the stored episode and discussed the qrs appeared very wide. Ts discussed the option of re-screening the patient and discussed the potential that the patient may not pass screening due to the development of the wide qrs. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the episodes observed in the field were simulated by engineers using the programmed settings of this device and the template that was in effect at the time the episodes occurred. With the field settings, the simulation replicated the sensing similar to the stored episodes. Simulating with increased rate zone settings did not have an appreciable effect on sensing or episode outcome. However, disabling the smartpass feature in simulation mitigated the oversensing and improved the device's ability to sense the true rate. Technical services (ts) discussed the option of disabling the smartpass feature. No additional adverse patient effects were reported. This product remains in service.